Event description:
On (B)(6) 2005, I underwent a left total hip arthroplasty. I received a 56 mm pinnacle 300 acetabular cup and an articul-eze metal on metal femoral head, size 36 mm, a 36 mm x 56 mm metal liner and a 14 corail stem. On (B)(6) 2006, I underwent a right total hip arthroplasty. I received a depuy pinnacle 300 cup size 56 mm, with a 36 mm x 56 mm pinnacle neutral metal insert, solution system hip stem with porocoat, size 8 standard, and the femoral head was a 36 mm diameter +1.5 neck. Soon after these surgeries, I began experiencing severe discomfort and pain. On (B)(6) 2007, I underwent a revision of the right total hip arthroplasty. I received a s-rom femoral stem 36 standard neck +8 offset, and a s-rom m metal on metal femoral head. Since the implantation of the pinnacle devices, I experience severe pain and discomfort and inflammation in my right thigh and right hip area and left thigh and left hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: osteonecrosis, left femoral head and left hip djd. Avascular necrosis, right femoral head, prior fracture.